Event description:
Physician reported his observation of a cloudy optic on an implanted iol. Lens was implanted 7 months prior. There is no reported effect on the patient's visual acuity and the lens remains implanted.